Event description:
The customer stated the rubella calibration failed with error code 1111: m-cal 1 check too high, rubella g, on the axsym analyzer. The abbott customer service technician (cta) advised the customer to check the volume on distributor 1 and 3, perform a meia optics, decontaminate the three lines and rerun the calibration. The cta sent the customer standard calibrator. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.